Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date and is experiencing pain and unknown complications. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown, unknown, unknown cup, unknown, unknown, unknown stem, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00990, 0001825034 - 2018 - 00991, 0001825034 - 2018 - 00992. Remains implanted.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date and is experiencing pain and discomfort. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.